Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013; this case concerns a pt who died of pulmonary thromboembolism after receiving synvisc one for an unk indication. Based on the available info, association of synvisc one with pulmonary thromboembolism was assessed as unrelated; prolonged sitting might have contributed to occurrence of thrombotic phenomenon. However, pt's history of coagulation disorders as well as pulmonary history was required for better medical eval of the case.

Event description:
This serious unsolicited device case was received from (B)(6) on (B)(6) 2013 from a physician via a sales rep. This case concerns a female pt (age unspecified) who died of pulmonary thromboembolism after receiving treatment with synvisc one injection. No medical history, past drugs, concurrent conditions or other concomitant medications were reported. On an unspecified date, the pt received treatment with synvisc one injection, once without intercurrences (route of administration, dose, batch/lot and expiration date unk) into an unspecified knee for an unk indication. Later, on an unspecified date (latency unk), the pt developed pulmonary thromboembolism. On an unk date, the pt died of pulmonary thromboembolism during a trip as she remained sitting for a long time. It was unk at the time of report whether autopsy was performed. Corrective treatment: not reported. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and conclusion was pending for the same. Reporter's causality assessment: the physician stated that the event was unrelated to synvisc one. No other pt info was available, however, one physician allowed further contact for follow-up info.